Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker, atrial lead, and ventricular lead were explanted due to infection. The patient was stable prior to, during, and following the procedure. Related manufacturer reference number: 2938836-2020-02155, 2938836-2020-02158.

Manufacturer narrative:
The reported event was infection. As received, a complete lead was returned in one piece. Electrical and x-ray examinations did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found clavicular crush damage. Clavicular crush damage was found at 13.0 ¿ 18.0 cm from the connector pin. In this region the outer and inner insulations were damaged, and the inner and outer coil were crushed